Manufacturer narrative:
The reported events of failure to capture and post-op dislodgment could not be confirmed. As received, a leadless pacemaker was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment and further analysis did not identify any anomalies.

Event description:
It was reported that the patient presented in clinic post implant procedure. Upon interrogation, it was noted that the leadless pacemaker exhibited failure to capture due to dislodgement. The patient experienced syncope event due to the loss of capture. The leadless pacemaker was explanted on (B)(6) 2023. The patient was in stable condition.